Manufacturer narrative:
No product returned.

Event description:
The patient reported that after receiving her first orthovisc injection on each knee on (B)(6) 2016 she began experiencing horrible pain and swelling on her legs to where she is unable to straighten her legs out for about three weeks. The patient stated that her muscles feel tight and cramped to the point that it is a struggle for her to walk and get out of bed. She stated that pain is going up in to her lower back plus she is having horrible fatigue to where she ended up going to the ER. The patient reported that they put her on prednisone decreasing package and as soon as she was done with the medicine the symptoms came back. She is still having the swelling and pain but not as bad as before. The patient stated that she is btb on her left knee and is currently taking anti-inflammatory and muscle relaxers. The patient is following up with her doctor.